Event description:
Dealer is stating that the head motor on the bed is drifting down. No other information provided.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.